Manufacturer narrative:
(B)(4). The device history records reviewed, and no issue found. To date, the device has not been returned. If the device or further details are received, a supplemental medwatch will be received. Additional information was requested, but was unavailable: were there any adverse patient consequences? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary: actual complaint sample can't be returned, batch records have been reviewed and no issue found. Manufacturer retained samples have been evaluated by appearance, knot pull tensile strength and no issue found. A conclusion could not be reached as to what may have caused or contributed to the event.

Event description:
It was reported that a patient underwent a procedure to treat acute appendicitis perforation procedure on (B)(6) 2020 and suture was used. During the procedure, the suture broke. Another like device was used to complete the procedure. There were no adverse events or patient consequences reported. No additional information could be provided..

Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 10/09/2020. Additional information was requested and the following was obtained: were there any adverse patient consequences? Unknown. H3 evaluation: actual complaint sample cannot be returned, batch records have been reviewed and no issue found. Manufacturer retained samples have been evaluated and no issue found. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.